Event description:
False negative result(s). The user stated that, "why did a acon test on (B)(6) 2022 show negative? Why did a boston hospital test on (B)(6) 2022 show positive? Why did a acon test on (B)(6) 2022 show negative?"

Manufacturer narrative:
Batch records, final product manufactured and qc records have been reviewed for lot cov2020147. No abnormal issue was found in the manufacturing process, technical testing, and quality control inspection, the manufacturing process complied with the dmr. Retention samples met the qc criterion. Complaint issue was not found. Complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False negative result(s). The user stated that, "why did a acon test on 11.30.22 show negative? Why did a boston hospital test on 12.1.22 show positive? Why did a acon test on 12.1.22 show negative?".